Event description:
It was reported that the part broke during surgery. There was no impact upon the patient it was just the end of the screw driver shaft snapped off during the surgery, it was removed from the screw in the patient and a different screw driver was used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.